Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4202 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported open the catheter kit, pull out the guide wire when trimming the length of the catheter, and find a white attachment on the guide wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of material on the stylet was confirmed. One purple single-lumen 4 fr powerpicc was returned for evaluation. The t-lock extension set was still connected to the catheter luer adaptor however the black stylet pull tab was retracted 40.4 cm from the top of the t-lock extension set. There were no visible signs of damage to the catheter or stylet, however, there appeared to be specks of white material along the length of the retracted stylet that were adhered to the stylet wire. A microscopic evaluation revealed that the white material appeared to be the hydrophilic coating found on the outside of the stylet, however, it seems to have accumulated at many points along the length of the retracted portion. None of the coating accumulation was found on the portion of the stylet that remained within the catheter. Since there was white material found on the outside of the stylet, the complaint has been confirmed. This accumulation of the stylet coating appears to be attributable to withdrawal of the stylet through the t-lock extension set. The powerpicc instructions for use (IFU) indicate to "slowly remove the t-lock and stylet, as a unit. Do not remove stylet through t-lock.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported open the catheter kit, pull out the guide wire when trimming the length of the catheter, and find a white attachment on the guide wire. No other information was provided.